Event description:
It was reported to philips that the system could not boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The system was not in clinical use at the time of the event. There was no harm reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to start up. Review of the log files confirmed a malfunction in the x-ray pc. To resolve the issue, fse ordered and replaced the xray pc, however the issue persisted. Consequently, the philips engineer reverted to the old x-ray pc and reloaded the software on the original unit. After installation the system was returned to use in good working order. The codes were updated based on the investigation outcome.